Event description:
It was reported that the patient did not chanrge the ipg and the ipg became inoperable. Troubleshooting was attempted, but the ipg would not communicate. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.